Event description:
It was reported that the catheter was inserted and when the physician attempted to inflate the balloon they realized there was a leak. The leak stopped when the balloon was inflated. The leak was detected because the child went into fibrillation due to the loss of "carbonic" into the artery. There were no reported patient complications.

Manufacturer narrative:
Evaluation: one berman catheter was returned. Inspection of the catheter reveals that the balloon can inflate; however, it deflates once manipulated manually. The balloon was submerged in water and air was injected into the inflation lumen. A small stream of bubbles began emerging from the distal glue line. Under 4x magnification, small tears were found at the distal glue line at the area where the bubbles emerged. There is evidence of latex balloon deterioration at both glue lines; as well as at the center of the balloon. There is no evidence of uneven glue lines or the balloon pulling away from the catheter. It is not known whether this catheter was pre-tested prior to use, which is suggested in the products instructions for use. Each catheter is 100% inspected prior to the packaging phase to ensure the balloon inflates/deflates within specification. Conclusion: as a result of this investigation, the balloon leak can be confirmed; however, the root cause of the tears in the latex cannot be determined.